Manufacturer narrative:
Date of report: 08jun2021. There was no patient involvement.

Event description:
It was reported the alarm led failed. There was no patient involvement. The authorized service provider (asp) confirmed the power switch overlay needed to be replaced. The asp replaced the power switch overlay and the issue was resolved.